Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device had a deformed clamping mechanism and the staple pushers were flush with the cartridge. The product's jaws would not close completely due to a deformed clamping mechanism. It was reported that the device was difficult to unload. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the device was fired over tissue that was beyond the recommended thickness range, fired with an obstacle incorporated in the jaws or attempted to fire a reload that was in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: pre-operative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the stapler was fired on an open thoracoscopy, they tried to unload the reload from the stapler but was unable to do so. A new stapler and another reload was used to continue the case. There was no patient injury. Medtronic's initial evaluation of the incident device found that evidence is indicative of a firing in over indicated tissue thickness. During an over indicated firing the knife laminate(s) can become bent due to stress from the excessive load between the jaws. Upon retraction the bent laminate will scrape along the inside of the channel adapter leaving behind score marks. The user may find this retraction to be difficult or impossible. Engineering finds this defect to be the result of user error in firing into an over indicated tissue thickness.